Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing; including clear passage and pressure testing, was performed and the check valve was observed blocked in the white part. The reported problem was verified. The cause of the condition was due excess solvent on check valve on white side related to incorrect assembly of components during manual assembly on the operation of solvent application. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set failed to prime. During priming, it was observed that the solution would not advance through the set. There was no patient involvement. No additional information is available.